Manufacturer narrative:
Date sent: 02/25/2009: information was not provided by the initial contact. Exact date unknown. Indicator wheel failure the analysis results of the el5ml found that the device was received with the jaws partially closed. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. It was cycled and fed and formed one conforming clip according to manufacturing requirements. The instrument lockout as intended but the orange indicator did not show up. It was disassembled and no clips were found. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the clips were scissoring. The jaws were bending very easily when using. A new device was used to complete the procedure. There was no patient consequence.